Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system¿s geometry movements were partially available¿. Review of the log file showed ¿malfunctioning geo-pc¿ which confirmed the malfunction of the system. The fse deleted hard disk geo pc with the usb key and the replaced the 2 stop buttons of the table and the 2 other buttons located behind the screens. After replacing the parts the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were partially available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.